Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at a vtbi of 40ml with results of 41.436 and a passing error percentage of 3.59%. The event history log was reviewed for the last days of customer use. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.